Event description:
The filter nut on the pump was loose and could be moved up from its original position about 5 mm. This issue was noted before a case and the sales representative/distributor lent the hospital a back-up pump. The pump was returned to the distributor for servicing/repairs.

Manufacturer narrative:
Conclusion: device was evaluated by the distributor on (B)(4) 2012. The pump was serviced, the issue fixed, and the pump returned to the hospital. Problem: the connect part of the filter had come loose. Required service/repairs: checked that the nut of a filter terminal area was loose. Service/repairs performed and replaced parts: the filter terminal area was loose. Lock-tight was applied to the nut and slack prevention of the nut was carried out. Summary of functional test: the nut of the filter terminal was checked to ensure it had not loosened--then the pump was returned to the hospital.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: the pump was returned to the distributor, (B)(4), for servicing and repairs. Once the service is complete, a follow-up MDR submitted with the results of the evaluation and servicing.